Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
N/a.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
On (B)(6) 2017 a customer reported getting 4151 c.trans-z home detect error message on the aia-900 system. The customer was unable to run patient samples on beta human chorionic gonadotropin (bhcg) and estradiol (e2). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) verified that the aia-900 instrument was constantly generating the reported error message. The fse replaced the cup transfer assembly, but the error message persisted. The fse then replaced the driver board and the error message ceased. The fse then reset all cup transfer alignments without any issues. The fse instructed the customer to run quality controls and several racks of patient samples; all passed without any errors. No further action was required by the fse; the aia-900 instrument was working within specifications. A complaint history review and service history review for similar complaints was performed for the aia-900, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were no other similar events identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages, states the following in regards to error message 4151: 4151 c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most likely cause of the reported event was due to a faulty driver board.

Event description:
N/a